Event description:
Surgeon elected to utilize compression feature of the nail and following the required procedure of removing the jig to insert the compression screw. There was some difficulty in re-attaching the jig to the nail (with the nail implanted, but not fully inserted as per op tech). This took several attempts and during which a small fragment (approx 3-4mm in length) broke from the driving end of the nail. This did not affect the capability of the nail and the fragments dropped onto the floor. Once the nail was backed out a little, the jig was able to be reconnected with success. Surgeon paid particular attention to the strength of the interface between the nail and jig following the breakage and they were happy that it was sound. Surgeon also wished to pass on that the titanium of the screws is very soft with these implants.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 3 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifefscan alleging the meter has apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.